Manufacturer narrative:
No unexpected audio anomaly was noted. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an audio beep anomaly on the insulin pump. Customer stated the insulin pump was beeping every 20 minutes. Customer's blood glucose was 111 mg/dl. The customer reported the insulin pump beeped during the tone test. The customer requested a replacement insulin pump. The customer agreed to return the insulin pump for analysis.